Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2017 - it was reported by the physician via ms&s that the patient has a powerline catheter in place, which was not placed at their facility. The physician stated it appears to be infected and he asked for instructions on removal. Ms&s emailed the IFU with removal instructions. On (B)(6) 2017 - additional information received from the physician: the patient had symptoms of redness on his chest, blood cultures were done, which were negative, and the patient is being treated with antibiotics only.